Event description:
"Leakage present while priming tpn through the infusomar space pump IV set tubing lot#0061425707. While checking for site of leakage, IV tubing completely disconnected at the first valve attached to the ultrasite injection site."